Manufacturer narrative:
The patient's driveline infection is reported under MFR # 2916596-2021-06689. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced right sided weakness when they woke up on (B)(6) 2021. A computerized tomography (CT) scan confirmed a hemorrhagic cerebrovascular accident (cva). The international normalized ratio was 1.9 upon the patient's admission. The patient also had a chronic driveline infection. The patient underwent a decompressive craniotomy with evacuation of a hematoma. The patient remained unresponsive; the site planned on withdrawing care because of the patient's stroke but not their infection. The plan of care was to likely to withdraw care.